Event description:
It was reported that the pump time and date were incorrect, cause was unknown. There was no reported adverse impact to the customer's blood glucose level. Customer corrected the date and time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.